Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that a 3rd party fse was unable to complete fco implementation due to issues with the unit not passing op check. There was no patient involvement.